Event description:
It was reported that the tip of the maryland bipolar forceps instrument was broken. There was no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have the molded insulator broken. The broken molded insulator piece measures approximately 2.17mm x 9.58mm and was not returned with the instrument. Additionally, the instrument was found to have one of the grip tips dislodged. The grip tip became dislodged as a result of the broken molded insulator. The broken grip tip was not returned with the instrument. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The conductor wire broke as a result of the break in the molded insulator. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed initial findings. The instrument exhibits a broken grip tip on the lower grip. The instrument was transferred to engineering for further investigation and no additional findings were observed. The grip base does not appear to be bent on the grip with the broken grip tip, and the grip with the intact grip tip does not appear to exhibit bending or physical damage.

Event description:
Refer to h11 for follow-up information.